Event description:
The customer reported that a pt experienced an asystole event that did not audibly alarm. The nurse was in the room at the time of the incident and turned the monitor off.

Manufacturer narrative:
The customer reported that a pt experienced an asystole event that did not audible alarm. The nurse was in the room and turned the monitor off, and noticed an alarm suspended until 0746. The pt was accidentally discharged from the system, therefore, there is no available event or alarm review information. There would have been no delay in treatment as the clinician was already in the room, but the pt was a dnr. The pt did expire. The available information shows that alarms had been suspended numerous times throughout the night. Post incident testing of the device, indicated that both audible and visual alarms are produced as expected. We will consider this as a malfunction, for reporting purposes, since the logs do not indicate that alarms were generated during the time in question. Phillips is in the process of obtaining additional information regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.